Manufacturer narrative:
This manufacturer report #3006617478-2015-00014 has been prepared further to reception of the attached importer report #(B)(4).

Event description:
On (B)(6) 2015 the patient had an open ventral hernia repair. About 4 weeks after the repair the patient showed a small wound breakdown at the incision. Site. On (B)(6), following an outpatient CT scan, the patient was admitted for an intra-abdominal fluid collection. The following day the fluid collection was aspirated, a drain placed and IV antibiotics administered. The xb tintra e-2226 used was confirmed sterilized through review of manufacturer sterilization records. Subsequently on (B)(6) the patient demonstrated purulent drainage from their abdominal wall. The patient was brought back to surgery, their abdominal wall cleaned up and a wound vac placed. Three additional interventions were necessary to cleanup the infection. At last follow-up the patient was converted to blake drains with no additional follow-up information available. The surgimesh xb tintra e-2226 remained in the patient.